Event description:
A 2.25mm diameter x 24mm length micro driver rx coronary stent system was inserted into a patient for the treatment of the left circumflex lesion. The vessel morphology was moderate tortuosity with severe calcification. The lesion was pre-dilated. It was reported that the device was inserted and was unable to cross the lesion site. The delivery system was pulled back and at this time the operator noted that the stent has dislodged. The stent was successfully retrieved. The case was completed with another micro driver stent. No additional clinical sequelae were reported and the patient is fine. Medtronic was received the device and its analysis has been completed. The stent was returned separate from the delivery system; the stent was attached to a snare. The stent is severely damaged with bunching and stretching of the stent segments. There is damage noted to the distal tip of the balloon catheter with bunching of the tip resulting in occlusion of the inner lumen. There is evidence that the stent was adequately mounted on the balloon. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.